Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a,g,b,c and d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint that the pcu has capacity issues battery was confirmed by internal inspection. ¿ the internal inspection of the pcu noted that the battery is a third-party part. The use of batteries not supplied by bd alaris could affect the safety and efficacy of alaris products. O batteries that are not supplied by bd alaris may have voltage and capacity characteristics which are inconsistent with supplied batteries. O this may contribute to missing low battery alarms. ¿ the pcu logs were retrieved from the system to ascertain event details associated with the reported event. The customer reported the date of the event to be 22jun2024, the time was not reported. O a review of the pcu battery log did not observe any warnings that could have contributed to the reported event. O the pcu event log observed a pca module to be powered on 22jun2024 at 1:00 am; the syringe module s/n 10520526 was connected as channel a. O the comparative table indicates that before pcu as turned off, the battery had a low charge. ¿ battery conditioning testing indicated a progressive wear and tear of the battery's performance and capacity. ¿ the alaris system user manual v12.3 notes the following: o do not use a device that appears to be damaged or has an irregularity in its operation. Send the device to biomedical engineering for repair. O the battery should be replaced every 2 years by qualified service personnel. O the battery should be conditioned every 12 months by qualified service personnel. O in certain situations, the low battery alarm (< 30 minutes) and/or very low battery alarm (< 5 minutes) may not be generated when the battery power is low. In these situations, the pcu generates a battery discharged alarm and immediately suspends the infusion without any warning. O before the pcu is released for use, it should be plugged into a hospital grade ac outlet and the battery charged for at least 16 hours. O if you plan to store the pcu at temperatures more than 86°f (30°c) for one or more months, remove the battery from the pcu and store the battery in an environment of 50 -86°f (10 - 30°c). ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation; please re-torque all screws. Incidental findings of the following were noted: broken handle, both iui connections having contaminants, and third-party battery. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause for the reported event that the pcu suddenly shutdown has been attributed to third-party battery part. The use of batteries not supplied by bd alaris could affect the safety and efficacy of alaris products; therefore, may have voltage and capacity characteristics which are inconsistent with supplied batteries. This may contribute to missing low battery alarms. Note that this report lists imdrf annex a0401, a1801, a040502, g02026, g02017, c23, c0601, d11, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had suddenly shutdown on 22 jun 2024. There was patient involvement, but no harm. Per the biomed: "I gave a look at the logs and it looks like they unplugged it and there were capacity issues on the battery but just wanted a second opinion on the logs.".

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had suddenly shutdown on (B)(6) 2024. There was patient involvement, but no harm. Per the biomed: "I gave a look at the logs and it looks like they unplugged it and there were capacity issues on the battery but just wanted a second opinion on the logs."